Event description:
It was reported by the patient's attorney that allegedly on (B)(6) 2008, the patient underwent left total hip arthroplasty and was implanted with an lfit cocr v40 femoral head and a accolade tmzf hip stem. It is further alleged the patient was revised on (B)(6) 2018 and intraoperatively it was noted that the femoral head had disengaged from the neck.

Manufacturer narrative:
Reported event: an event regarding disassociation of an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due head and stem disassociation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.